Event description:
It was reported that during a stent placement procedure, the proximal portion of the stent failed to deploy. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system was returned for evaluation. The condition of the returned delivery system confirmed an expansion issue. The stent brake of the inner catheter which had been under the stent during deployment was found shifted to distal with heavy imprints, and superficial damage which was considered an indication that the stent adhered to the stent brake after deployment leading to breakaway and shifting upon removal, which leads to a confirmed result for expansion issue. Based on the information available the investigation is closed with confirmed result. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant instructions for use for this product was conducted. The instructions for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. H10: d4 (expiry date: 10/2022), h11: h6(method, result). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway.(expiry date: 10/2022).

Event description:
It was reported that during a stent placement procedure, the proximal portion of the stent failed to deploy. There was no reported patient injury.